Event description:
It was reported that during a coronary artery stenting procedure, the shaft of the liberte stent delivery system was torn. The target lesion was located in the mid to distal rca (right coronary artery). It was also noted that the proximal rca was tortuous. A jr4 guide catheter was placed and a guidewire was advanced. A second guidewire was required due to the vessel tortuosity. An ivus (intravascular ultrasound) catheter was advanced over the second wire and an error message displayed. The ivus catheter was exchanged and ivus was performed without issue. A liberte bare metal stent was placed in the distal rca and post dilation was attempted with a 2.5x12mm maverick2 balloon, but it could not cross the lesion. The physician then elected to place a 4.0x12mm liberte bare metal stent in the mid rca. Following deployment of the 4.0x12mm liberte stent, the stent delivery system (sds) was withdrawn with resistance. The resistance was resolved with additional force applied. After the sds was removed from the pt, it was noted that the shaft had torn and part of the shaft remained inside the patient. The remaining shaft portion was successfully removed with the guidewires previously placed. The physician felt it was possible that the sds became caught on the guidewires due to twisting of the guidewires. The procedure was completed with successful post dilation using the same 2.5x12mm maverick2 balloon. There were no pt complications and the pt was reported to be good post procedure.

Manufacturer narrative:
(B)(4).